Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. Air reportedly entered the unspecified catheter even though the tego was properly screwed on. There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation. A lot number has been provided. A device history lot review is pending.

Manufacturer narrative:
The complaint of product incorporates / allows air passage on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.